Manufacturer narrative:
Patient identifier has been requested. No information has been provided by the site. Patient weight has been requested. No information has been provided by the site. The reported malfunction could not be replicated. The system functioned normally after it was removed from this procedure. No further issues were reported.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed "connected, not ready" on the system pendant. The use of medtronic imaging was discontinued due to this issue. The procedure was completed after a 30 minute delay. No impact to the patient was reported. No additional details were provided.